Event description:
The device was used in a procedure on june 8, 1999. No bleeding was noted at the time and the patient was sent to recovery. On june 13 (five days after the procedure) the patient was found to be ashen in color, with low oxygen satruation. The patient had a cardiopulmonary arrest in the sicu, but was resuscitated. A CT scan found a sub diaphragmatic mass with right atrial compression. Emergency surgery was performed, but her right heart failure was irreversible. The patient died on june 14, 1999.